Event description:
It was reported that a patient underwent an unknown procedure on an unknown date. The needle broke as the surgeon was suturing the fat, not a tough layer of tissue. No adverse patient consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2010-00471, 2210968-2010-00472 and 2210968-2010-00474. The same patient is represented in each medwatch.